Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the reservoir was connected to a drain. The drainage system worked properly for a few hours after the procedure. However, three to four hours after the procedure, when a nurse checked the drainage system, it was noticed that the amount of exudate collected in the drain was smaller than expected. The nurse emptied the exudate, and reactivated the reservoir. At that time, it seemed drainage could not be done sufficiently. However, since the drainage system worked somehow, the nurse continued to use it. There were no adverse patient consequences reported. No further information is available.